Event description:
A nurse fell while wearing damp shoe covers and bruised and lacerated their jaw and sustained a chipped tooth. Reportedly received a hairline fracture of the jaw. The individual was seen in the ER by a dentist. No hospitalization was required nor was surgery required. The shoe covers were damp from being in a surgery room where the floor was wet. The floor had recently been polished and was dry where the fall occurred. Kimberly-clark corp has no first hand knowledge of the allegations, but is relaying information received from outside source pursuant to federal regulations.